Event description:
(B)(4). Out in the sun, got rash all over my abdomen. As time went on, I was becoming very tired and fatigued, menstrual cycles became infrequent and extremely painful, ovulating was extremely painful. Pains in my joints was starting around late 2016, including my hands and knees. My legs constantly felt like lead. This all started about 3 months after essure implant were put in. Which I will add was extremely painful! It was done in office, I was given a cocktail of xanax 1mg (I believe) and percocet 5/325 , the amount to take was unclear, I was told take a couple percocet and the xanax. How much is a couple? Is that a real term in medicine? I asked after while in pain, sweating and nearly vomiting "why did it hurt so bad? You said its not going to hurt. Dr. (B)(6) replied, "well you have small fallopian tubes. " again is there such a thing? I was a healthy perfect candidate she says, then I have small fallopian tubes, it's my fault it hurt so much. I was covered 100% by my insurance at the time; although they refused to pay for the dr. Office fee. I now owe that bill. I was given a hysterectomy on (B)(6) 2017 by dr (B)(6) after an exam, ultrasound and round of progesterone, he decided that a hysterectomy removing both tubes, uterus and vaginal cuff would relieve the symptoms and change my quality of life! My papers say menorrhagia with irregular cycle and pelvic pain. Ultrasound showed an inflamed fluid filled fallopian tube on the right and 3 fibroids on right and left uterus. These were not there prior to my procedure as it's called, the essure implant. (B)(6) 2015 was the month I was implanted. I will update with exact date soon.